Manufacturer narrative:
There is no known malfunction of the nuvasive interbody implant or any information suggesting difficulty in initial placement of the construct. During the revision it was noted that the "locking mechanism was in the unlocked position". Available information suggests the cause may be related to use error. Product labeling indications: "potential risks identified with the use of this device system, which may require additional surgery include: device component fracture, loss of fixation, non-union, fracture of thh vertebra, and vascular or visceral injury". Warnings, cautions and precautions: to allow for proper utility of the locking mechanism during screw placement, use the self-centering awl to create a centered screw hole into the vertebral bodies. Device not returned.

Event description:
On (B)(6) 2016 a (B)(6) year old male was implanted at c4-c7 with an anterior cervical plate system. During a routine follow up visit it was determined that the left screw at c7 had backed out. On (B)(6) 2016 patient was revised. The surgeon removed and replaced the screws with the same length and added bone cement to the screw holes. There is no known malfunction of the nuvasive interbody implant or information suggesting difficulty in initial placement of the construct.